Event description:
It was reported that the customer had an issue with a sensor. The last sensor the customer took out of her body was missing the cannula. She was not sure if the cannula was still inside her body. Her blood glucose level was 110 mg/dl. The product was not retuned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.